Event description:
It was reported that a malfunction has occurred. Impactor rod broke during surgery. Backup used, and there was not a delay in the case. No impact to the patient was reported.

Manufacturer narrative:
The associated complaint device was not returned. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed. Credit cannot be issued for the device.